Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul head 32 12/14 sz l/+3.5 /+3.5 on the left side on (B)(6) 2014 and the patient underwent revision surgery on (B)(6) 2014 due to improper sized prosthetic head.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: incorrect implant size chosen. Review of event description: patient¿s legal counsel reported that the patient underwent left total hip arthroplasty on (B)(6) 2014. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to exchange the improper sized prosthetic head. Review of received data: - legal letter dated jul 13, 2017 is reviewed. According to the document it is stated that during the implantation surgery procedure was described as uncomplicated. Zimmer agent assisted the surgeon during the course of the op in the selection of the components to be implanted. Surgeon was alerted to the error on the evening of the surgery by way of a phone call from a zimmer representative. Therefore, patient underwent a revision procedure one day after the primary surgery in order to exchange the improper sized prosthetic head. Following the procedure, the patient developed hematoma, dvt, swelling, vascular insufficiency and pain. This is related to the revision surgery (one day after primary surgery). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: - 32mm diameter head was combined with 36mm liner, which is not an allowed combination. Root cause analysis: root cause determination using dfmea: - mal-function of articulation and/or leg length difference, subluxation or luxation due to wrong size of head diameter and/or offset. => possible: according to the letter , the surgeon implanted a 32mm head with a 36mm liner. Conclusion summary: according to the information at the hand, the surgeon implanted a wrong size of the metasul head (32mm instead of 36mm) combined with 36mm acetabular liner. One day later the patient underwent revision surgery to replace the small head with a bigger (36mm) one. The root cause is use error - inappropriate combination of the products. Surgeon selected a wrong head diameter for the corresponding liner. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).